Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed a kink to the balloon and stent damage at 15mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on the device analysis completed on 31oct2024. It was reported that shaft kink and failure to cross lesion occurred. The over 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left vertebral artery. A 4.0mm x 15mm x 150cm express vascular sd was selected for stenting. During the procedure, a 6f guiding catheter was placed at the opening of the target lesion, and a guidewire was used to cross the lesion. A 2.0 x 20 balloon was advanced along the guidewire and pre-dilated, followed by the placement of the stent along the guidewire. However, it was noted that the stent could not cross the lesion, and the device became kinked. The stent was not deployed and was removed without any additional interventions being performed. The procedure was completed using another 4.0mm x 15mm express vascular sd. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed a stent damage at 15mm from the tip.